Manufacturer narrative:
The device passed the rewind, basic occlusion, prime and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer's mother reported via phone call of motor error with her son's insulin pump. The customer's blood glucose level at the time of incident was over 360 mg/dl. The customer was assisted with troubleshoot. Multiple motor error alarms were found in the device's alarm history. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.